Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306547 and lot number 1075510. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. The customer reported pulling back on the flush when using product. This is off label use; the syringe is designed to push the plunger rod down and not to pull it back. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that a syr 10ml pump compatible saline 10ml fil experienced plunger rod damage during use. The following was reported by the initial reporter: "when pushing saline into patients port we need to draw back blood. The plunger of the syringe pops out. We can try and screw back in but usually just keeps happening so then we need to use another syringe."